Event description:
It was reported that the when the lead was flushed water splashed through the insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.